Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back and one of the areas is an open wound. Patient stated that one of the electrodes burned her skin and caused a blister that popped. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply hydrocortisone cream to the irritation. Follow up indicated that the skin irritation is improving.